Event description:
Patient presented to the physician with incision dehiscence at the chin, chest, and neck incision. Physician confirmed infection was negative and brought the patient into the operating room. At the time of surgery, the sensing lead had migrated out of the chest wall intercostal space, out of the pec flap, and was sitting under the dehiscence. Physician removed the sensing lead and ipg.

Manufacturer narrative:
Date of event was corrected in sec. B. Date was changed to 03/08/2022 as it was incorrectly entered as 03/08/2021.